Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3251. Investigation conclusions: 4307. Visual inspection confirms that the distal hexalobe tip has sheared from the driver shaft. The root cause is likely due to the device reaching its fatigue limit during the application of final tightening. Review of device history records showed no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported the tip of the driver broke off in a set screw during a case. The tip of the driver was removed from the patient.

Manufacturer narrative:
The device is currently being evaluated. A follow up report with the results of the investigation will be submitted upon completion.